Event description:
A 20 micron filter supplied by co for administration of baxter's-aralast; malfunctioned. The plastic filter was not sealed correctly, this caused leaking of aralast instead of going thru filter into syringe.